Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no information). An optician reports a patient with an overcorrection in the right eye following lasik surgery. Patient records were received and indicated the patient experienced a small amount of residual astigmatism and some ghosting. However, at 2 days post-op the patient showed an improvement in bcva from 20/20 to 20/15-.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).